Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose. The blood glucose reading was 247mg/dl. The customer also stated that she had a low blood glucose the day before and she was treated by the paramedics. Reviewed the programming and histories and they were accurate. Ran a fixed prime test and the insulin exited. Performed a high-pressure test and the device alarmed within specifications. No further information was provided.